Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an achieva ventilator had a constant setting failure. The ventilator was not in use on a pt at the time the malfunction occurred. The evaluation / repair of the device has not been completed.